Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise was measured to be 77.2°f. The rate of temperature rise was above threshold at 7.6°f/sec. The likely cause was due to inadequate preventative maintenance. It was also noted that the connector lock ring was broken and the patient current leakage was over limit. This type of failure is associated with (B)(4). (B)(4) was initiated for this device and does not impact analysis findings. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 32 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient or staff impact. Repair escalated to product event on evaluation due to overheating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.